Event description:
A 3.75 mm diameter x 11 mm length nc stormer mx balloon was inserted for treatment into a pt for pre-dilatation of the distal right coronary artery. The vessel morphology is unk. Lesion stenosis was greater than 50%. It was reported that two cypher stents were implanted in lesions one and four of the rca. The physician attempted to place a third cypher but it was unable to cross the lesion. The physician inserted the ncs37511 to pre-dilate lesion two in the rca. The balloon was inflated 1 time at 20 atm and 3 times at 18 atms. Fifteen minutes later a dissection was noted in the rca. The pt was sent to the operating room.